Manufacturer narrative:
(B)(4). Analyzer being requested for investigation. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges and I-stat analyser sn (B)(4) that yielded a suspected discrepant troponin result of 0.11 on a patient. There was no patient information at the time of this report. I-stat1 sn (B)(4) is being replaced and returning for investigation. Return product is not available for investigation. (B)(6). Test times were not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There is no evidence that the patient suffered an mi. The investigation is underway. Per I-stat system manual: art: 714258-00q; reportable range: 0.00 - 50.00; reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results); reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident #:(B)(4). The investigation was completed on 07/17/2019. The customer reported that analyzer s/n (B)(4) (apoc incident (B)(4)) produced unexpected troponin patient results. Failure analysis could not be performed as analyzer s/n (B)(4) has not been returned to flex. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). The customer reported that analyzer s/n (B)(6) produced unexpected troponin patient results. Failure analysis did not reproduce the complaint. Analyzer s/n (B)(6) functioned according to specification throughout testing. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/13/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot y19045.